Manufacturer narrative:
The investigation confirmed that a lower than expected vitros b-hcg ii patient result was obtained while using the vitros eciq analyzer. The root cause of the event is user error. The operator programmed the analyzer for an unnecessary on-analyzer dilution after obtaining a b-hcg ii patient sample result that was within the vitros eciq analyzer operating range. The investigation determined that the vitros eciq analyzer and vitros b-hcg ii reagent did not malfunction and were operating as intended.

Manufacturer narrative:
A lower than expected vitros total b-hcg result was obtained from a single patient sample when diluted 20 fold on analyzer compared to the result obtained from the same samples tested undiluted. The investigation concluded the vitros eciq system did not operate as intended. It has been determined that the software algorithm that evaluates results from diluted samples and assigns an invalid dilution (ID) code and reports 'no result' for the diluted sample is not functioning as expected if the result from the diluted sample is less than the lower limit of the measuring range (2.39 miu/ml). There was no malfunction of the vitros total b-hcg reagent pack. The lower than expected vitros total b-hcg result was reported from the laboratory, however, a corrected report was sent to the physician. There was no allegation of patient harm as a result of this event. The FDA's (B)(4) district office was notified of this issue on 01 september 2011. Please refer to report # 1319681-09/01/2011-001-c.

Event description:
The customer obtained a lower than expected vitros b-hcg ii result from a single patient sample (< 2.39 miu/ml) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, however, a corrected report was issued ( 34 miu/ml). There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)